Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image, and error code e315 was displayed. There were no reports of patient involvement.